Event description:
It was reported that the patient had expired. The cause of death was unknown. The death was not device-related. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.